Manufacturer narrative:
Initial.

Event description:
It was reported that while removing the case, the ilet¿s front screen separated from the device, and the patient shared a photo; the issue aligned with a bond failure affecting the display component, and the device remained operational but was no longer watertight. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a loss or failure of bonding involving the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. The patient was advised that the ilet would no longer be watertight and that replacement would be required, and to use backup therapy if needed since functionality could not be determined.